Manufacturer narrative:
(B)(4).

Event description:
Shelby thomas (pt's gf - pt is not around to give auth) said pt had sensor that didn't work. Was not able to provide furtehr details to what happen since she said she will just call us back.